Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when lens was inserted during the intraocular lens (iol) implant procedure, a fiber/ defect was noted. The lens was removed and replaced with a new one during the initial procedure. Additional information was requested, but no further information is available.